Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, fibrous anterior leaflet, and a mean pressure gradient of 2mmhg. A mitraclip xtw was inserted and deployed on the mitral valve. A mitraclip xt was then inserted and deployed on the mitral valve, reducing the mr to a grade of 2-3. However, the pressure gradient increased to 6mmhg. Despite the mean pressure gradient of 6mmhg, the physician was satisfied with the results. The patient did not experience any adverse effects due to the increase in pressure gradient. However, on morning after the procedure, a transthoracic echocardiogram (tte) was performed and revealed that the mitraclip xt had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and per the physician the patient had underlying infection and likely fibrous anterior leaflet that contributed to the reported slda. Mitral valve insufficiency/regurgitation appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.